Event description:
Unomedical reference number (B)(4). Event occurred in brazil. The patient's mother reported that the patient had two instances of cannulas detaching from her skin. The first cannula detached on april 3rd and the second one on (B)(6). The mother confirmed that the insertion site was properly cleaned and dried before application. She also mentioned that she sanitizes the area with 70% alcohol and does not use creams or moisture/oils. The patient typically has the cannulas applied in her flanks and abdomen. Fortunately, no injury was reported as a result of the detached cannulas. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02526 - device 2 of 2.